Manufacturer narrative:
(B)(4). Batch # unk. An attempt has been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical total gastrectomy surgery, after firing, it was noted that the staples had malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.